Event description:
Intraoperatively the instrument's screw loosened unnoticed. The post surgery x-ray found the screw implanted at the distal end of the stem.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.